Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged therapy electrode) has been confirmed. Upon investigation the cable connecting ECG "a" and "b" to the front therapy electrode was severed. Additionally, the trunk cable j703 component was pulled off of the distribution node (dn) pca and there was a migrating pulse wire in ECG "c". The root cause for cut cable was physical abuse. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages.